Event description:
The manufacturer received information alleging an issue related to the active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue related to the device's active exhalation control module was observed and the component was replaced. Additional evaluation done on the device indicates the overhead blower filter was clogged with dust and was also replaced to address the issue.